Manufacturer narrative:
(B)(4)

Event description:
It was reported that through remote transmission, non-sustained rv oversensing episodes were observed due to post-paced t-wave oversensing. The patient was asymptomatic. Programming changes were made and further testing was recommended. The patient was stable.

Event description:
New information received indicated that additional post-paced t-wave oversensing episodes were observed during a follow up in clinic. The patient was asymptomatic. Programming changes and further testing were recommended.

Event description:
Additional information received indicated that programming changes were made to address the oversensing issue observed on (B)(6) 2016. Oversensing or reprogramming did not influence the patient¿s condition.